Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pacemaker device had sudden dropped in longevity. Moreover, an engineeing analysis was performed in which it showed that the device was sensing high atrial rate which could cause an increase in power consumption. Also, the devcie minute ventilation (mv) and signal artifact monitoring (sam) was enabled. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pacemaker device had sudden dropped in longevity. Moreover, an engineering analysis was performed in which it showed that the device was sensing high atrial rate which could cause an increase in power consumption. Also, the device minute ventilation (mv) and signal artifact monitoring (sam) was enabled. To date, the device remains in service. No adverse patient effects were reported.